Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection reflin (1 gram, frequency and route of administration not reported) and injection fortum (1 gram, once a day, intraperitoneally). The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapies were ongoing. No additional information is available.